Event description:
It was reported that a patient presented with grade 3 degenerative mitral regurgitation (mr) for a mitraclip procedure. During device preparation of a mitraclip xtw, the mandrel attached to the clip moved slowly back and forth into the delivery catheter shaft during establish final arm angle (efaa). The arm positioner felt loose and lacked resistance as it was turned. The clip arms remained closed and efaa passed. The clip was removed and replaced as a precaution. One clip was implanted, and the mr was reduced to grade <1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unstable arm positioner and unintended movement of the actuator mandrel were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unstable arm positioner and unintended movement of the actuator mandrel. There is no indication of a product issue with respect to manufacture, design, or labeling.